Event description:
Boston scientific received information that this product was part of a system that experienced migration and pre-erosion, resulting in a revision three months later due to infection and full erosion. There were no additional adverse effects reported. The product was explanted and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.